Event description:
It was reported that after drilling and tapping the bone with the awl, the anchor broke when surgeon was trying to implant it. The doctor used a back up to complete the surgery successfully.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint said "it was reported that after drilling and tapping the bone with the awl, the anchor broke when surgeon was trying to implant it. The doctor used a back up to complete the surgery successfully." The customer photo which appears to be taken after use shows the anchor. The anchor was not received with the return. No suture was returned. The device does not show signs of aggressive use. The shaft is straight. The distal inner tip is undamaged and spins concentrically. A functional evaluation was performed and the torque limiter functioned as intended. Audible click was heard with advancement. Prep instrument was listed as an awl. A 3.8mm straight awl is the recommended prep instrument for this product.